Manufacturer narrative:
Pt identifier and pt weight were not provided by initial reporter. Two attempts for the info have been made. Upon the second attempt, initial reporter indicated that this info would not be made available. There is no expiration date for this device. The device was evaluated in the field on (b)(9) 2009. Eval summary: stryker communications conducted operational and visual inspections on (B)(4) 2009 on the mentioned device at the account that reported the complaint. Inspection did not lead to identification of a root cause. The investigation is ongoing. Further details will be provided when available. There were no adverse consequences to the pt as a result of this malfunction. This is not a single-use device.

Event description:
Per initial reporter, in operating room (B) (6), the spi2 (switchpoint infinity 2) had an xml error. The device failure led to touchpanel video loss to the operating room and all the field monitors lost video during the laparoscopy roux-en-y gastric bypass surgery. The endocamera video was lost and was unrecoverable by the staff. The staff was also unable to view esphagoduodenoscopy (egd) images from the pac system. Surgery was nearing completion at the time of the malfunction and, per the customer, the remaining surgical steps were completed without the use of an endoscope. There were no adverse consequences to the pt as a result of this malfunction.